Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and sometimes low. The customer¿s blood glucose level was 530 mg/dl at the time of the incident. The customer reported that since getting the new pump, patient¿s sugar had been dropping recently. At night blood glucose would be at 200mg/dl, in the am it would bottom out. The patient¿s mother stated that he would stop the pump at night. The patient just had a leg amputated. The customer reported that they would go to bed with sugar over 200mg/dl, would have a snack that would eat, lots of times and when he would wake up his blood glucose would drop to 40s-50s mg/dl. The insulin pump will not be returned for analysis.